Event description:
Event description guidant received information that this transvenous defibrillation lead was removed from service because of a fracture due to clavicular crush. The implantable cardioverter defibrillator was removed also due to a 'shorted' warning after a deliverd shock. The shocking impedance was <10 ohms with no pacing.